Event description:
It was reported, that the screen greyed out and the device not ventilating during use. No harm reported.

Manufacturer narrative:
For the investigation only the description of event has been provided. As no further information was available, the reported problem cannot be confirmed and a detailed investigation regarding the root cause of the event could not be performed. Based the reported information the screen greyed out and the device has not ventilated during use. The device alarmed and no patient health consequences have been reported. However, due to a missing logfile and lack of further information a deeper analysis was not possible. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. In case of a detected deviation regarding operation of the ventilation unit, the safety software triggers a synchronized restart of the ventilation unit and the ecd in order to reset the system to a specified state. During restart sequence the safety valve is opened to ambient allowing the patient for spontaneous breathing. The deviation will be indicated by activated auxiliary auditory alarm (piezo speaker of the ventilation unit). The restart sequence of the ventilation unit takes approx. 8 seconds until the ventilation is automatically resumed with the latest settings. The restart sequence of the ecd may takes approx. 1 minute. In the meantime, the user can observe the already resumed ventilation and safety-relevant parameters on the oled-display of the ventilation unit. Finally, the alarm message "ventilation unit restarted" will be prompted on the screen with accompanying auditory alarm and the auxiliary auditory alarm ceases automatically. In case of a complete loss of function of the ventilator, the safety valve automatically opens to ambient allowing the patient for spontaneous breathing. The secondary acoustic alarm system (piezo speaker) of the ventilation unit will be activated in order to alert the user to the situation. This alarm is energized from an independent power source and will be last for at least 2 minutes.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported, that the screen greyed out and the device not ventilating during use. No harm reported.